Event description:
Medtronic received information regarding a navigation system. It was reported that there were several issues with the system during a case. The system kept restarting to the log in screen upon booting up. Once the site was able to log in the system had difficulties loading the registration model and continued to load for longer than expected. After registration was complete and the site proceeded to navigation the system went to a blank screen prompting an internal error 64 message. There was a less than hour surgical delay and no impact on patient outcome. Troubleshooting noted corrupt file from patient disc.

Manufacturer narrative:
Concomitant medical device: other relevant device(s) are: product ID: 9735737, version: (B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there was software failure. All previous exams were deleted and it was noted there was possibly a corrupt file. Evaluation codes that apply to this testing: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported "registration model delay" and "return to login screen" issues. Only 2 occurrences were available from the log on incident reported date. No other application session was found to be started by the user as per log analysis. It was also noted that it did not take too long for building the model and not many performance issues were observed. It was not evident from log analysis if the user noticed more delay than what was logged in the logs. The "error 64" issue was observed while invoking a function and is consistent with a known software issue. H6) c19 applies to the insufficient information software issues described above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.